Event description:
The patient stated that the health care provider hcp only intended to replace lead, but ended up replacing the entire system. Additional information received later indicated that the patient discovered she had an allergy to copper and would like to know if there are other metals she needed to be concerned about. The patient stated allergy to copper started years ago. The patient had had a rash since she had the device implanted in 2010. The patient stated that the rash was up and down both legs. The patient reported that soon after the lead wires were moved or damaged, it had not worked right. Refer to manufacturer report # 3004209178-2014-20551 for clarification. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v577516, implanted: 2010 (B)(6); product type lead product ID 3093-28, lot# v577516, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. The patient was waiting on a surgery date.

Event description:
Follow-up information received from the patient reported that she was still having concerns with her device or therapy, but was working with her doctor or manufacturer representative. An appointment date was to be determined.